Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose of 54 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having sensor calibration issues, blood on sensor, a hard to remove needle, and change sensor alarms. The sensor will not be returned for analysis.